Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation for the foreign material in the insertion tube, it is likely that the foreign material remained due to the user sending the device back without reprocessing/reprocessing completely (deviation from the instruction for use). The foreign material was unable to be identified. The event can be prevented by following the instructions for use which state: "-inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Based on the results of the investigation for the foreign material in the channel mount, it is likely that the foreign material remained due to the user sending the device back without reprocessing/reprocessing completely (deviation from the instruction for use). The foreign material was likely part of an endo therapy accessory, however, it was unable to be identified completely. The event can be prevented by following the instructions for use: "-inspection of the instrument channel and forceps elevator." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the channel tube was clogged with foreign material. Due to this clog, the tube cleaning brush could not be inserted. Additionally, the connecting tube and the channel mount unit had foreign material. These findings are due to insufficient cleaning or mishandling of the scope. Upon further inspection, it was observed that the forceps channel port was deformed. It was also observed that the suction, air and water cylinders had discoloration. It was observed that the expected insulation capacity could not be obtained due to a cut on the heat shrinking tube of the lock engagement lever. It was also observed that the plug unit was damaged. It was observed that the plastic distal end cover was shaved. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: light-guide cover glass, switch 1, right and left knob, scope connector case unit, scope connector cover, image guide protector and on the universal cord. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera iii duodenovideoscope working channel clogged. The reported issue occurred during preparation of use for an unknown procedure. There was no patient/user harm or injury reported due to the event.